Event description:
Manufacturer's representative reports system removal due to infection. Info provided shows that following an automobile accident high impedence readings were detected and breakage of the extensions was suspected. Early in month, extension revision was realized. In late that month, the pt underwent total system removal. The ins device has not been rec'd in manufacturing for product analysis. Add'l info has been requested from the hcp regarding pt symptoms and outcomes attributed to the reported infection. A supplemental MDR follow-up report will be sent to FDA if add'l info becomes available.